Event description:
The md was closing skin after a laparoscopic cholecystectomy the suture needle broke into 2 pieces. Both pieces were retrieved; an x-ray confirmed no foreign body was present. There was no harm to the patient.